Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating that, during evaluation at bench repair, it was identified that the device did not emit audible sound. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker did not sound or beep with battery or the manual power supply. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.